Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-10 h6: investigation summary bd received a sample and 2 photos submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Bd performed a joint investigation between two facilities and during transfer of the product from the packaging facility to the manufacturing facility the sample was misplaced. Since the manufacturing facility was unable to analyze the sample, a root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Event description:
It was reported that the septum became disconnected with a bd q-syte¿ extension set micro bore. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the joint is disconnected, it is found that the diaphragm is depressed and can not be used twice. It is the diaphragm problem to pull out the leakage fluid.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the septum became disconnected with a bd q-syte¿ extension set micro bore. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: when the joint is disconnected, it is found that the diaphragm is depressed and can not be used twice. It is the diaphragm problem to pull out the leakage fluid.